Event description:
It was reported that during a routine system upgrade, the right ventricular (rv) lead exhibited high thresholds in bipolar configura tion, with intermittent loss of capture and asystole noted. It was suspected that the lead had been damaged due to the use of electrocautery during the procedure. The lead was programmed to unipolar and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was damaged at original implant. During the routine system upgrade the physician chose to plug the rv lead into the left ventricular (lv) lead port of the new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.